Manufacturer narrative:
Model number/catalog number: sc-2158-70; serial number: (B)(4); batch/lot number: 14354344/14298457; model/catalog description: linear lead kit 70 cm. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patients scs was not being effective as it used to. The patient underwent an explant procedure.